Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via an ipsilateral antegrade approach, a large misalignment was allegedly confirmed between the balloon length and the radiopaque marker. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse rx pta dilatation catheter was received for evaluation. The distance between the marker bands were measured at 36.8 mm, which is within the required specifications. No functional testing performed due to the nature of the complaint. Therefore, the investigation is unconfirmed for the reported dislodged marker bands as the distance between the marker bands was within the required specifications. A definitive root cause for the reported dislodged marker bands could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 12/2025), g3, h2, h6 (method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via an ipsilateral antegrade approach, a large misalignment was allegedly confirmed between the balloon length and the radiopaque marker. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2025), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via an ipsilateral antegrade approach, a large misalignment was allegedly confirmed between the balloon length and the radiopaque marker. The procedure was completed by using another device. There was no reported patient injury.